Event description:
It was reported that the customer experienced an issue with the vio dv 2.0 integrated electrosurgical unit (erbe) was faulting with error u-02. Technical support engineer (tse) had the customer disconnect all activation cables and the power cable from the erbe. Then only hook the power cable and it still faulted out with an u-02 fault. The customer used a force triad to proceed with the case. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced vio dv 2.0 integrated electrosurgical unit (erbe) to resolve syscheckmaster communication error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have a component failure due to a generator defect. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue.